Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false air in line alarms could not be reproduced. Physical inspection found that the inscribed pin dimension was too wide which can cause false air in line alarms. This confirms the customer's complaint, however the event history log contains only one entry for air in line. It was determined that the root cause for this reported issue was a wide inscribed pin dimension. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had constant air in line alarms. It was also reported there was no patient incident.